Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID # 2134265-2017-07725 and user medwatch # (B)(4). It was reported that partial stent deployment occurred. A 5 x 200 x 130 innova¿ stent was selected for a procedure. During the procedure, while inside the patient, the physician attempted to deploy the stent and it would not fully deploy. The stent was removed in its entirety. There was no harm to the patient.